Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hose connecting into the pressure port had split allowing water to leak from the unit. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their innowave pro sonic irrigator onto the floor. No report of injury.